Manufacturer narrative:
Block b3: exact date unknown, event occurred in december of 2021. Additional suspect medical device components involved in the event: product family: scs-paddle leads. Upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(6)/(B)(6). Batch: 15541853.

Event description:
It was reported that the patients pain had worsened. All device components were explanted and were not returned.